Event description:
It was reported to boston scientific corporation in 2009, that a resolution clip device was used during a hemostasis procedure. According to the complainant, during the procedure the resolution clip device would not advance from the sheath. The procedure was completed with another resolution clip device. There has been no report of complications or injury as a result of this event.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt of device and completion of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.